Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a lithotripsy procedure performed in the left ureter on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to remove a kidney stone and the retrieval basket broke off. The fragment was able to be removed by the use of ureteroscopy forceps. The procedure was completed with another zero tip basket. There were no adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Sex, ethnicity, date rec¿d by MFR updated. Address correction. Device problem code 1069 captures the reported event of broken basket wire. A zero tip retrieval basket was returned for analysis. A visual evaluation of the returned device revealed that the distal section of the basket assembly was detached/separated from the rest of the device specifically at the spice cannula section. This specific section (distal section of the basket assembly) was not present and was not returned for inspection. No other anomalies were noted. It is most likely that the device could have been manipulated since the failure found (distal end of the wire assembly detached/separated from splice cannula), is an issue that could have been generated during the manipulation of the device by the user. During the inspection of the returned device it was noted that the splice cannula has the crimp marks and residues of adhesive that indicates that the device was properly assembled during manufacturing. Therefore, it is concluded that the investigation conclusion code of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a lithotripsy procedure performed in the left ureter on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to remove a kidney stone and the retrieval basket broke off. The fragment was able to be removed by the use of ureteroscopy forceps. The procedure was completed with another zero tip basket. There were no adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.